Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a recurring power error that was not resolved through previous troubleshooting. Blood glucose level at the time of the incident was 206 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit passed displacement test sleep current measurement and active current measurement within specifications. Low battery alarm and then pump error 25 confirmed in the formatted history file due to connector resistance issue on the printed circuit board and the power management graph was abnormal. After disconnecting and reconnecting the connector at the printed circuit board, the unit was monitored and it functioned properly. Then the power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. Unit received with cracked retainer, scratched case and minor scratched lcd window.